Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarms noted. The insulin pump received with cracked case at display window corners and battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported button error alarm. Customer's blood glucose was 202 mg/dl at the time of the call. The customer could not recall any significant events leading to the alarm. Customer also mentioned that her insulin pump alarmed when she tried to unsuspend her insulin pump. Customer is advised to disconnect from her insulin pump and revert to her back-up plan. No additional information is provided.